Event description:
According to the reporter: a metal part from endo gia fell into the thorax during the releasing process. The part was noticed at a postoperative chest x-ray. During surgery there were three different sulu types used. It was not possible to define from which sulu the metal came from.

Manufacturer narrative:
(B) (4). (B) (4).